Event description:
A distributor on behalf of a healthcare facility in china reported that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator breathing circuit was found leaking from the chamber dome. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt225 infant ventilator circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our evaluation is therefore based on the information, video and photographs provided by the healthcare facility, and our knowledge of the product. Results: a review of the photographs and video provided by the healthcare facility showed a leak in the chamber dome of the subject mr290v vented autofeed humidification chamber. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the that fails this inspection is rejected. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.